Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test on a kitted nasal swab sample on (B)(6) 2022. The consumer had lhi labs testing performed on (B)(6) 2022 (platform unknown) which generated positive results. The consumer tested with the binaxnow covid-19 antigen self-test on (B)(6) 2022 which generated a negative result. The consumer was reported to have been asymptomatic.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 175686 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 175686 and device part number 195-430wl / lot 172370. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 175686 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.